Manufacturer narrative:
Product ID 37754 lot# serial# (B)(4); product type recharger product ID 37746 lot# serial# (B)(4); product type programmer, patient product ID 3708260 lot# serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3998 lot# va00vyf, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient had to have surgery on their hand due to spinal cord stimulator complications.